Event description:
It was further reported that the vessel was tortuous and moved significantly with the heartbeat. The pt was asymptomatic during this event. The pt's current status is reported as "good".

Event description:
It was reported that during a ptca treatment procedure, the pt2 moderate support 185 cm guidewire fractured. The lesion being treated was a calcified, 90% stenotic lesion in the proximal right coronary artery (rca). The physician used a 6f launcher sal1 guide catheter to cross the lesion. A maverick2 monorail 1.5/15 mm balloon was inflated twice to unknown atms to predilate the lesion for placement of an express2 3.0/16 mm stent. The physician further predilated the lesion with a maverick2 monorail 2.5/15 mm balloon inflated three times to unknown atms. The express2 stent was successfully delivered to the lesion site and was deployed with three inflations of the delivery balloon to unknown atms. The physician then discovered that the distal tip of the pt2 guidewire had fractured. He attempted to remove the fractured portion of wire with a snare, but was unsuccessful. The procedure was successfully completed, but the fractured portion of the guidewire remains in the pt's body. It was reported that the length of time the pt2 guidewire was used in the procedure was about one hour.